Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. From the returned device analysis an anterior needle scratch and the cuff in the anterior pocket indicate an anterior needle to cuff miss occurred. The cause of needle to cuff miss is generally related to user technique and/or an interaction with patient anatomy. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # updated from 3102641 to 3100741. D4 - primary UDI number updated to (B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a coronary intervention procedure using a 6f sheath. Reportedly, the suture was not present when the plunger was removed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.